Event description:
Ous MDR - after an implantation period of about 17 months it was reported that the pt came into hospital emergency for syncopal and dizzy spells. When the device was interrogated at the hospital, the battery was reported to be depleted. The physician thought the lead to be the cause of the incident due to impedance value < 150 ohm and decided to do a revision. As all lead measurements were ok during the revision procedure, the physician decided to just change the pacemaker. Apart from the syncope, no adverse pt side effects have been reported. The pacemaker was explanted.